Manufacturer narrative:
An event of patient device interaction problem was reported with patient effects of obstruction/occlusion and thrombus. A returned device assessment could not be performed as the device was not returned for analysis. The device lot number was not received from the field, so no device history record or lot specific similar complaint review is required. Based on the available information, a cause for the reported patient device interaction problem was reported with patient effects of obstruction/occlusion and thrombus could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 5mm amplatzer duct occluder was chosen for implant using a 6f amplatzer torqvue delivery system. The minimal ductal diameter was 4mm (angiogram), 3mm (echocardiogram). The maximal ductal diameter - 9mm (angiogram), 6mm (echocardiogram) ductal length - 10mm (angiogram), 7mm (echocardiogram). The occluder was implanted. A poor distal pulses after arterial sheath removal was noted and treated with heparin for 72hrs. An ultrasound demonstrated left femoral artery (lfa) thrombosis. The patient got discharged on therapeutic low molecular weight heparin.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 5mm amplatzer duct occluder was chosen for implant using a 6f amplatzer torqvue delivery system. The minimal ductal diameter was 4mm (angiogram), 3mm (echocardiogram). The maximal ductal diameter - 9mm (angiogram), 6mm (echocardiogram) ductal length - 10mm (angiogram), 7mm (echocardiogram). The occluder was implanted. A poor distal pulses after arterial sheath removal was noted and treated with heparin for 72hrs. An ultrasound demonstrated left femoral artery (lfa) thrombosis. The patient got discharged on therapeutic low molecular weight heparin.